Event description:
The iab was inserted into the pt on 10/13/97 at 9:00 a.m. And removed on 10/14/97 at 9:00 a.m. The iab did not malfunction. A vascular surgeon was consulted. Removal was required and surgey was required. Also, the pt had a large hematoma and required surgical evacuation. Post op infection req. Debridement and IV antibiotics. (Event complications: removal required/surgery/hematoma/infection) (pt's current status: unk-rpt'd 11/10/97.)